Event description:
Note: date of event unknown; it was reported to boston scientific corporation in 2008 that a gi retrieval balloon was used during an endoscopic retrograde cholangiopancreatography (ercp)procedure (patient age, gender and weight are unknown). According to the complainant, when the balloon was in the bile duct, it was inflated, then it burst. No patient information was available as a result of this event

Manufacturer narrative:
Balloon burst. Since the complainant was unable to provide the lot number and the model number of the suspect device, the device manufacture and expiration dates cannot be determined. The suspect device has been discarded; therefore, the cause of the reported malfunction is currently undetermined.